Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of ketamine was noted to be leaking between the non-bd connector and the tubing. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: remove me1250. The customer¿s report of leaking between the non-bd connector and the tubing was confirmed. No cracks, damage, or other anomalies were observed on the sets and connector during visual inspection. Functional and pressure testing confirmed a leak at the connection between the female luer of the syringe psd microbore set and the male luer of the non-bd connector. Dimensional analysis determined the set to be within iso specification. Upon disconnection of the sets, it was noted that the connection in the same location was not fully tightened. The root cause of the leak was due to a not fully tightened connection between the female luer of the syringe set and the male luer of the non-bd connector.